Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a male patient in the access center. While declotting the arterial side, the tip broke during insertion. The device was no turned on at this point. The basket was inside the catheter while the tip of it was sticking out as normal. The basket was not deployed. The tip did not separate outside the sheath. The physician believes the tip separated when it was inserted and was not suck in the patient. The physician tried to insert the tip in the sheath for a second spin after it was used the first time and it wouldn't advance inside the sheath. At which time, he looked at the tip which he saw had separated and so they looked for the tip under fluoroscopy and it was seen inside the sheath. The sheath was then removed and the tip was retrieved.